Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported during a fill cycle the cycler was taking a long time to fill him. Patient saw fluid leaking from the cycler door. Treatment was discontinued. The patient removed the cassette and found fluid inside the cycler. The patient was advised to contact his nurse. The cassette was discarded. During follow up the patient's nurse reported there was no adverse event for the patient.